Manufacturer narrative:
The received complaint involves a system of one icp-monitor and one intracranial pressure probe (ref: (B)(4)). The user was not able to identify which of the 3 icp-monitors available at their facility was involved in the incident and, therefore, all 3 monitors (hdm29.2 sn (B)(4), hdm29.2 sn (B)(4), hdm29.1 (B)(4)) were returned to spiegelberg for investigation. The returned icp-monitors were tested for 118 hours (hdm29.2) and for 65.5 hours (hdm29.1). No significant change of the icp value was observed and it can be concluded that the implausible values are not caused by any of these devices. The returned hdm29.1 was investigated against the root causes of our 2015 voluntary recall ((B)(4)) and no correlation could be found. Furthermore, the user was not able to return the intracranial pressure probe involved in the incident for investigation, nor could they provide its serial number. Only the product ref number could be confirmed. It can be concluded that all 3 returned monitors were in correct working order. All probes manufactured by spiegelberg undergo a 100% functional test prior to final release.

Event description:
Again they had an incident. They put in a 3ps, and it worked fine for 2 days. Suddenly, the icp vent from 17 to 24 and then to 40 mmhg. They did a CT scan and everything looked fine. Probe placed correct. Brain was swollen but not to explain the icp of 40. Finally they did a v-drainage, and had icp measurement on both. And the difference was between 10 and 20 mmhg. At one point, the dram measured 15, spiegelberg 60 !!! Now they don't trust the system as much, because they want an explanation, and when they can trust the measurement. They overtreated the patient for no reason. Going to a meeting tomorrow morning with the doctors. They want a possible explanation. Please advice....